Event description:
On (B)(6) 2010, the pt reported that, while changing the insulin cartridge, she noticed the black tip of her infusion device piston rod broke off. She stated, she switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.